Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/19/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/31/2015 with the following findings: there were multiple battery alarms observed throughout the black box. The battery cap was unable to fully tighten due to damaged threads. There were battery compartment cracks in the threads area. There was moisture contamination inside the battery compartment. The pump's current draws were within specifications. Unrelated to the initial allegation, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.